Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient¿s cgm reading was 233 mg/dl, which she treated with insulin. Her bg was 400 mg/dl, but it was not clear when this value was taken. While at work she called the mother to report that she felt dehydrated and very thirsty and wanted to drink a lot of water but was unable to because she was vomiting. She had been vomiting since the day before and they initially thought it was due to her being 11 weeks pregnant. The mother picked her up at work and took her to the hospital. In the emergency room (ER) her fingerstick bg was 443 mg/dl and the cgm reading was 352 mg/dl. She was admitted and treated with IV fluids and an unspecified dose of insulin. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.